Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating very happy patient. Refers more visual comfort. He no longer notice distortion in his od vision. He is very relieved and happy with the result of the replacement, as he was very disturbed with the vision of his od. "Now I see better with the od than in the os, and before it was not that far away". He refers to the vision he had before the replacement as "split vision." He likes to work in his garden, and when looking at a branch or a leaf before the replacement (with the vivity), he saw it discreetly unfolded (ghosting). Now the vision is clear and without distortion. He was not talking about "blur" or "blurring", but about "distortion" and lack of quality in the vision that he had previously.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after a multifocal intraocular lens (iol) implant surgery, the patient was dissatisfied due to low quality of vision. Glasses were not able to help. The surgeon decided to remove and replace the lens on a secondary surgery with a mono-focal implant. Additional information has been requested.